Manufacturer narrative:
No risk for users or patients exists as the parts are not accessible. The reported issue may only occur during service or in the factory. A speed information letter was published to inform all service personnel about this specific issue and potential danger. The speed information letter also contains instruction on how to prevent electrical shock. The factory personnel also got informed about potential risks. Further service documentation will be updated to prevent such occurrences in the future. (B)(6).

Event description:
A factory worker received an electrical shock when the employee touched a connector on a f80-2 generator cable which was not discharged. The system was cut-off during active radiation while debugging. Therefore the discharge circuit was also deactivated, which led to the incident. The employee got electrocuted and was hospitalized for 24 hours for monitoring purposes. No medical intervention was required as no injuries occurred. The reported event occurred in (B)(6).